Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a fluid damage from the distal body and the remote control buttons. This report is being filed as part of the pentax backlog management plan

Event description:
Poor image quality-black dots & blurry image this event occurred at the time of there was no report of patient harm.